Manufacturer narrative:
On december 9, 2021the mentor failure analysis lab has received the device for evaluation. Lot number has been updated to 9583042. The impacted device is a 500cc mentor memorygel breast implant. Reason for device explant and/or reoperation: rupture. The investigation of the returned device was completed by the failure analysis lab on december 30, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 500cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 500cc smooth round high profile saline breast implant experienced right sided deflation post procedure. Patient underwent a surgical procedure on an unspecified date. No further information was provided as to what the surgical procedure entailed. As a result, patient had an explantation on (B)(6) 2021.